Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and fibrin. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The day after onset the patient was treated with intraperitoneal (ip) cefazolin (1 gram for four days, frequency not reported) and ip ceftazidime (1 gram for four days, frequency not reported). Five days after onset the patient began treatment with ip vancomycin (1.5 grams per vancomycin trough, ongoing). At the time of this report, the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.